Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was 118 mg/dl at the time of call. Customer stated that she was riding her bike when alarm was received. Customer stated that there was no other pump errors received prior to critical pump errror alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to verify manufacture mode due to critical pump error. Moisture damage found on motor assembly. The device was received with cracked battery tube threads and cracked case at corner of the belt clip rails.